Event description:
User facility reported was in use for several days when leakage from the inflation line was detected. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.